Event description:
It was reported that during implant, the surgeon felt the lead's tip was too floppy and was unable to get the lead into position either in the atrial or ventricle. The lead was not implant and was replaced with a competitor's product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal electrode was covered with blood. All helix function test results were within specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.